Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lot number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicate the use of a non-qualified cartridge with a handpiece. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported visual issue. Information was provided that a piggyback lens was implanted. The patient is still dissatisfied with vision. There are no other complaints in this lot. Investigation has been completed based on current information. No further action warranted at this time. (B)(4)

Event description:
A consumer reported that her vision in the distance is not as good as she anticipated following an intraocular lens (iol) implant procedure. She also reported that the symptoms did not improve and a surgeon had to perform a "third" procedure and implanted a "pggy-back" lens.